Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery had been dead for several months and she refused to perform a trickle charge. A surgeon planned to explant the device and replace it with a primary cell ins. No symptoms were reported.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they fell on february 22, 2017 and needed an MRI. The problem with needing an MRI was the technician wanted them to put the device in MRI mode, but the battery had been dead for at least six months, and their insurance would no longer pay to have the device replaced. The consumer wanted to know how or if they could put the device into MRI mode with the implant being dead or if it would hurt them if they had the MRI without putting the device into MRI mode. Later that day the consumer called back asking for a manufacturer¿s representative (rep) due to the implant being overdischarged and needing an MRI. The consumer was redirected to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.